Manufacturer narrative:
D3: corrected h3: one device was received for analysis. The service history review had no indication that the complaint was related to the service of the device in the last 12 months. Downstream occlusion (dso)/upstream occlusion (uso) tests were performed, and the reported issue was confirmed. The camshaft, dso and camshaft sensors were replaced to fix the issue. Further investigation found a delaminated uso seal and that the motor required service. The uso seal and motor were replaced. The dso/uso sensors were also calibrated. The device then passed all tests after the repairs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm. There was no patient involvement, no patient injury was reported.